Event description:
Zoll m series used in medical transportation setting. Staff noted co2 detector would not work during use on pt during a cardiac arrest. Several attempts made to obtain reading. Unit turned off and when turned back on, unit failed to do anything and it did not even flash. The unit was pulled from service and tested. During testing, the problem could not be duplicated. The unit was returned to service.